Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a watchdog set test failure alarm on their insulin pump. Customer's blood glucose was unknown. The customer stated they had received the alarm twice. Troubleshooting found the customer could not complete their rewind sequence. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
The pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The pump also had a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.